Event description:
The manufacturer received notification that an air-leak, resulting from the breakage of a nasal CPAP mask, caused drying and subsequent inflammation of their eye. According to the patient, the mask breakage, proximal to where the mask forms a seal with the bridge of the nose, occurred while they were sleeping, and the air leak that resulted from the breakage was directed into their eye and continued through the night while they slept. The patient alleged they awakened with an inflamed eye, and that this eye inflammation subsequently progressed into a life-threatening metabolic condition which required hospitalization to treat. The manufacturer's investigation of the reported event included an evaluation of the customer's allegations, a review of the complaint history for the affected product and of product labeling. At the time of this submission the manufacturer's request for the return of the mask for evaluation had not been honored; however, the manufacturer acknowledges that the mask damage described into the vicinity of a patient' eye.

Manufacturer narrative:
Review of complaint history and clinical literature. A review of clinical literature to determine if air leaks into to the eye, drying of the eye, and inflammation of the eye were clinical pathways to metabolic conditions was also performed. The clinical literature review revealed inflammation of the eye can be caused by many factors such as viral, bacterial, fungal infection, inflammatory disease affecting other body parts or injury to the eye; however, no indication of a relationship between inflammation of an eye and metabolic changes was found. Clinical literature reviewed were webmd's "eye inflammation" (24 march 2009) and the national center for biotechnology information's "nutritional and metabolic diseases". Call=bv.view. Chapter.86> (24 march 2009). A review of the complaint history for the affected product to determine if previous issues had been reported revealed no complaints or adverse events had been reported for similar issues where an air-leak had caused or contributed to a patient injury. The review performed included complaint and adverse event report records recorded during the previous four years (from 01/01/2005 to 03/16/2009). Based on these findings the manufacturer believes the patient's metabolic changes were not related to the eye inflammation alleged to have been caused by the air leak, and that no further action is appropriate.